Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6), 2008.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, the patient presented with urinary retention on (B)(6), 2008.all other information is unknown and unavailable.